Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error alarms. Customer was not able to clear the alarm the insulin pump went completely blank. Customer did not receive request to rewind pump. The customer¿s blood glucose level was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 4 alarm and pump error 63 alarm confirmed in the device history due to broken trace.